Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was unable to pair to the patient's phone and was unable to be interrogated with the programmer. It was confirmed that the bluetooth dongle was properly connected to the programmer. Also, the bluetooth chip was restarted on the implantable cardiac monitor. Neither step resolved the issue. No interventions were taken. Patient was sent home and interrogation will be attempted again at a later date. The patient was not symptomatic.